Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer returned a copy of the patient's ECG strips. The segment that was received did not confirm the customer's report. The ECG reading was in lead ii during the portion of the strips that were received. The customer was contacted for the full ECG data, however it was not received. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.